Event description:
Patient was changing her ilet pump cartridge and adding insulin. The pump discharged all 180 units into the patient causing severe hypoglycemia, ER and ICU admission for glucose drip. Patient has no long term consequences.